Event description:
It was reported that there was a shocking or jolting sensation. The patient reportedly felt "little tickling shocks" at the top of the battery unit (ins). It was noted that a damaged wire was suspected and that the "unit needed to be replaced." It was later reported that the patient experienced "a little shock, not painful, on the right buttock" while the patient was "lying down and hitting a rafter." It was noted that it felt like "little tingling with certain movement." It was stated that the site was "fine" and there was "no bruising." Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# j0349114v, implanted: (B)(6) 2003, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. (B)(4).